Event description:
It was further reported that the physician encountered a slight resistance when advancing the device and that the device did not cross the lesion. The physician reported that the stent could have been damaged when device was advanced.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Updated - age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 99% stenosed, moderately tortuous and severely calcified target lesion was located in the left anterior descending artery. The 2.50x16mm promus element stent delivery system (sds) was selected and advanced to the target lesion. When the sds was removed from the patient it was noted that the edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.